Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the pediatric that the device infused incorrect rate. The pump did not infuse correctly which causes delay in treatment. There was no harm to patient.

Manufacturer narrative:
The report of a pump module infusing at the incorrect rate was not confirmed. Physical inspection of the device noted the mechanism assembly in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. Review of the pcu error log showed no malfunctions. Log analysis showed multiple infusions of the antibiotic piperacillin/tazo were infused between (B)(6) 2020. A primary infusion of drug ID = 4 (ivf maintenance) was started on (B)(6) 2020 at 11:01:21 am. On (B)(6) 2020 at 9:10am a remote IV was received with the following parameters: drug ID = 598 (piperacillin/tazo), patient weight: 22.9 kg, drug amount: 2250 mg, diluent volume: 100 ml, vtbi: 100 ml, rate: 25 ml/h, dose: 98.25 mg/kg, conc: 22.5 mg/ml. Start was pressed and a secondary override prompt was answered ¿yes¿ by the user. At 9:16 am a ¿standard infusion¿ - weight based secondary of drug ID = 598. (Piperacillin/tazo) with the following parameters was started: patient weight: 22.9 kg, drug amount: 2250 mg, diluent volume: 100 ml, vtbi: 100 ml, rate: 25 ml/h, dose: 98.25 mg/kg, conc: 22.5 mg/ml. The infusion was started and a guardrails prompt for under soft max rate and under soft max concentration occurred. At 10:13am a basic secondary infusion was started and then alarmed for air in line twice, at 10:29am and 10:31am. Infusion was restarted each time. Then, at 11:50am, the pump module was selected again and started with another basic secondary infusion with a rate of 25 ml/h and a vtbi of 100 ml. At 12:50 pm, the pump module was selected, and the primary infusion rate was changed to 100ml/hr. This infusion was programmed to override the secondary infusion and start immediately. The pump module was again selected at 1:03pm and the primary rate was changed to 25 ml/h and the vtbi was changed to 100 ml. Shortly after, the pump was selected at 1:05pm and another secondary was then attempted to be programmed to infuse with the following parameters: ¿extended infusion¿ - weight based secondary of drug ID = 600 (piperacillin/tazo), patient weight: 22.9 kg, drug amount: 2250 mg, diluent volume: 100 ml, vtbi: 100 ml, dose: 98.25 mg/kg, conc: 22.5 mg/ml; however, this infusion did not start. The pump module was then channeled off at 3:36 pm, which powered down the pcu completely. Rate accuracy testing found the device to be operating within specification. The root cause of the reported failure was not identified.

Event description:
It was reported that a four-hour antibiotic was initiated at approximately 0930 using the scanning feature. Approximately an hour later, the rn noted that neither the antibiotics nor maintenance fluids appeared to be dripping into their respective drip chambers, and that only a negligible amount of antibiotics infused. The rn reprogrammed the device. Later, the rn again found that neither infusion was dripping, and there was more antibiotics and fluids in the bags than expected. The rn checked programming and continued to watch the drip chambers for approximately 3 minutes. Despite the device, ¿looking¿ and sounding as if it was running appropriately, the fluids and antibiotics were not dripping. The rn manually programmed the infusions and had the same result. The rn then completed manual override to ¿basic secondary¿ and the device started to infuse as programmed. The rn then attempted to program the device without using ¿basic secondary¿ and the infusions failed to infuse. Another rn then verified this. IV fluids and antibiotics were delayed because of this event, but there was no patient harm.